Event description:
During product service by a service technician, a flo-gard infusion pump was found to present an f-94 alarm. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, power on self testing, and a review of the alarm log were performed. The f-94 alarm was identified during power on self testing and review of the alarm log. The cause of the alarm was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.